Event description:
Customer's son reports, strip label expiration date is 09/30/2007 while using the advantage system. Manufacturer's electronic record lists expiration date is 03/31/2007. Batch record verification shows there are two material numbers associated with this lot of strips and strip expiration date may be either 03/31/2007 or 09/30/2007 depending on the material number. Unable to verify the material number with customer's son. Customer is using expired strips. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.